Event description:
It was reported that implant was removed due to infection. Pt has pain & swollen. Placed bg & pt will return in 4 months for CT.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.